Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was persistent mobile deep venous thrombosis in the left leg. A venogram showed the vena cava appeared to be 30mm. At this time, a trapease filter was placed at the top of l3, at the bottom of l2. A completion venogram confirmed the correct location. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt of the ivc filter. Per the patient profile form (ppf), there was fracture of the device, migration of the entire filter, migration of fractured struts and tilt as seen on a CT scan. The fractured filter was removed approximately 11 years later. Ivc venography before the procedure documented the position of the filter was in the infrarenal ivc. There was no intra-filter thrombus present and the ivc was patent. Additional findings demonstrated a fractured trapease ivc filter with severe tilt and apex embedded in the wall. The filter and the fractured segments were successfully removed. Ivus after the removal demonstrated a small less than 1 cm pseudoaneurysm at the site of the prior filter implantation. There was no acute thrombus. The patient has anxiety. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Pseudoaneurysm does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional details were received from the patient profile form that the patient discovered that there was fracture of the device, migration of the entire filter other than to the heart, migration of fractured struts and tilt as seen on a CT scan. The filter was removed approximately 11 years later. Ivc venography before the procedure documented the position of the filter was in the infrarenal ivc. There was no intra-filter thrombus present and the ivc was patent. Additional findings demonstrated fractured permanent trapese ivc filter with severe tilt and apex embedded in the wall. The filter and the fractured segments were successfully removed. Ivus after the removal demonstrated a small less than 1 cm pseudoaneurysm at the site of the prior filter implantation. There was no acute thrombus. The tilt has caused emotional distress, mental anguish, anxiety and stress. Additional information was received from the medical records indicate the preoperative diagnosis prior to filter placement was persistent mobile dep venous thrombosis in left leg. A venogram showed the vena cava was sized and appeared to be 30mm. At this time, a trapease filter was placed at the top of l3, at the bottom of l2. A completion venogram confirmed the correct location and good seeding. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.